Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with pl738su - caiman disp.instr.non articul.d5/240mm. According to the complaint description, the burn/ustion of first/second degree occurred on the skin of the abdominal wall during a bilateral laparotomic hysterosalpingectomy surgery.the burn/ustion was treated with connettivine and sterile gauze and is still treated with special medications. An additional medical intervention was necessary. Additional information was not provided. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Additional information: h6 - codes updated investigation: first we made a visible inspection of the jaw of the instrument. Except the soiling, we found no abnormities like burned or charred peak. Then we checked the mechanical function. The clamping and the cutting function worked well. In the next step we connected the instrument with an rf- generator "gn 200", snr.1510, and checked the electrical functions: test step: generator- announcement: result: all tests "passed". Even here the instrument shows no deviation to its specification. Device history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are currently no further complaints with this lot and error pattern at hand. Severity was 4(5), and probability 1(5); the current failure rate is within the risk analysis and therefore acceptable. Explanation and rationale: the instrument itself works faultlessly. The problem described ("burn/ustion of first/second degree occurred on the skin of the abdominal wall") can occur if the instrument is placed on the patient with the electrodes still hot from the last sealing. For this reason, the instructions for use (IFU) explicitly states that the instrument should never be placed on or next to the patient. Conclusion/preventive measures: based upon the investigation results, a clear root cause cannot be determined. Based upon the investigation results, a CAPA is not necessary.

Manufacturer narrative:
Investigation: an investigation method could not be applied, because: up to now there is no sample available. Therefore there is no investigation possible. Device history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. Severity was 4(5), and probability 1(5); the current failure rate is within the risk analysis and therefore acceptable. Conclusion/preventive measures: based upon the investigation results, a clear root cause cannot be determined. If the product is returned in the future, an investigation will again be performed at that time. Based upon the investigation results, a CAPA is not necessary.